Manufacturer narrative:
One device was returned for analysis of complaint of operating voltage drop alarm occurred. Review of service history found one repair request in the past year. Review of event log found "power lost while pump was on" alarm was recorded in the event log several times. Visual and functional testing was performed. The reported issue was confirmed. The root cause of the event was an anomaly in the backup capacitor, and it was replaced. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that an operating voltage drop alarm has occurred. No patient involvement and no adverse event reported.